Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: that no image is displayed due to a failure of the charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when it was observed to have been caused by a faulty charged coupled device. Additionally, the evaluation found the following non-reportable malfunctions: spring came out from adapter unit and tiny crack on connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the field of view is dark on the left side of the camera head during preparation for use. It was confirmed the patient was not in the room when the event occurred, therefore, there was no patient involvement. The diagnostic cystoscopy procedure was completed with a similar device.